Manufacturer narrative:
Continuation of medical devices: 1580 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's blood tested positive for the presence of achromobacter and that the patient was in septic shock. The patient was treated with antibiotics and their cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.